Event description:
On 04/09/1999, following a ptca procedure, a angio-seal device was placed in a pt's groin. Reportedly, during deployment, the suture was broken above the anchor, and the suture and collagen were removed from the puncture tract without the anchor. The distal pulse noted to be "ok" with no complaint of pain from the pt, or add'l sequelae. As of 05/19/1999 there has been no further report to the MFR of complication or add'l pt sequelae.